Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks. Review of the episode noted oversensing of noise. During an in-clinic follow-up, the noise was able to be reproduced and x-rays were sent for review. It was hypothesized that the s-ICD electrode conductor had fractured. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks. Review of the episode noted oversensing of noise. During an in-clinic follow-up, the noise was able to be reproduced and x-rays were sent for review. It was hypothesized that the s-ICD electrode conductor had fractured. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis, but has not yet been received.